Manufacturer narrative:
The reported complaint was not verifiable. Unit repair status is unknown. Diligence for the unit status and/or part return with the third party biomedical engineer has not been successful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the manufacturer's technical support, the user facility¿s biomedical engineer (biomed) is going to check the pressure switch and also quick disconnect connections.

Event description:
It was reported that during the use of the device for a non-clinical activity, the "pump not primed" alarm was going off on the cooler heater unit after the user cleaned the machine. There was no patient involvement.